Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer initiated a bolus manually after the pump delivered an auto-bolus. Bg was addressed via consumption of carbohydrates and glucose tablets. Systems check with tandem technical support confirmed the pump is functioning as intended.